Event description:
A caller reported that the t:slim x2 pump battery would charge intermittently, an issue persisting over the past 20 days. There was no adverse impact to the customer's blood glucose level. The customer had to manipulate the cable to initiate charging, despite using the proper tandem cable and wall adapter, with no visible damage noticed. As a result, technical support arranged to send a replacement tandem cable and wall adapter to the customer.